Event description:
It was reported that the user experienced overnight low glucose alerts from the insulin pump, treated an initial glucose of 81 with applesauce and glucose tablets leading to subsequent readings between 160¿190, and later awoke with a glucose of 68 that was treated with orange juice; the user received education on appropriate treatment of lows and meal announcement, and no device alarms occurred during the call. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.